Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 26aug2019. Reported problem confirmed by philips authorized representative who found the unit used in isolation room, were oxygen was leaking from central pipe line. Due to which room oxygen level was high. No issue with the ventilator. It¿s working fine after restarting and moving to a different place. The ventilator is working fine and is back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported high internal oxygen. There was no patient involvement reported.